Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assemblies. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 40 due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm. The customer's blood glucose was unknown. The troubleshooting was performed for pump error alarm and the customer was unable to clear the error alarm. Advised customer that the insulin pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.